Event description:
It was reported that during the implant procedure, the right atrial lead exhibited undersensing at multiple sites. The lead was not implanted and a new lead was used. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.